Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: pc-001626843

Event description:
It was reported that a patient underwent an atrial fibrillation ablation (afib) with a qdot-micro, and the patient experienced a pericarditis that required hospitalization and medication. After the afib ablation on (B)(6) 2024 the patient returned to the hospital the following day ((B)(6) 2024) with reports of chest pain. They were diagnosed with pericarditis. The patient was reported to be in "better condition". Intervention included medication (colchicine). Patient improved.